Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specification. No nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specification. The defect under complaint was not confirmed. The defect could be caused potentially by incorrect screwing pen needles on pen injector.

Event description:
User complaint that she injects herself twice daily, husband injects once daily. Every few pen needles, the insulin does not come out. She is priming the pen.